Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence, and a cartridge change error occurred during the load sequence. Customer reloaded the same cartridge and successfully resumed insulin delivery. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reconnected the infusion set to the cartridge pigtail and successfully resumed insulin delivery. Customer's blood glucose level ranged from 175-185 mg/dl.